Event description:
Customer called to report a small metal piece came out of the pump while customer was changing the site. Troubleshooting wa performed. The insulin did come out. A replacement pump was requested. Customer reverted to a back plan of manual injections.